Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. During the visual inspection, cuts in the insulation were found, as well as deformations of the outer conductor helix, which are probably a result of the operation procedure. Blood had entered the lead at those sites. The analysis did not show any further deviations that could be related to the clinical complaints. In particular, the measurement values of the mechanical analysis of the fixation mechanism were within the technical specification. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - after an implantation time of about 31 months, oversensing with inappropriate shock deliveries was reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.